Manufacturer narrative:
Returned for evaluation was one dual lumen titanium vortex port. The collar was sutured to the right side hole (port oriented with outlet tubes pointing down). No catheter tubing was returned. A visual/microscope examination of the returned device noted that both septum showed multiple punctures. Pieces of the septum material were observed to be missing, indicating that a non-coring needle was not used, i.e. A coring needle was used that damaged the septum. Functional testing was performed on the device. A catheter tubing from stock was connected to the port outlet tubes and collar was securely connected. No issues observed during catheter connection. A known good infusion set and syringe were used to puncture right side septum and prime port reservoir and catheter tubing with water. Port and lumen primed with no issues. Catheter tubing was clamped off and pressure applied to syringe piston. The port began to leak immediately from a damaged section of the septum located next to the housing wall. No leak was noted at the catheter connection. The leak in port device was confirmed. Damage to septum is the result of coring needle. An infusion set and syringe were used to puncture left side septum and prime port reservoir and catheter tubing with water. No leak in the port device was observed, i.e. Septum or catheter connection. The customer's reported complaint description of device leak is confirmed. Device did not leak at catheter connection as suspected by end user but leak at the right septum. The root cause of the leak at this location was damage to the septum. The root cause of the septum damage is a result of use a coring needle rather than a non-coring needle as instructed in the dfu. End user error during use of the port device. A review of the lot history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirmed that the packaging lot and all component lots met all material, assembly, and performance specification. Labeling review: the instructions for use, (105362, rev. K) which is supplied to the user with this catalog number, contains the following statements: indications for use: the angiodynamics port line is indicated for any patient requiring repeated access of the vascular system for delivery of medications, nutritional supplementation, fluids, blood, blood products, and sampling of blood. Dual models are indicated for combination therapy, simultaneous infusions, withdrawal of body fluids, and bolus delivery during continuous infusion. Potential complications: use of angiodynamics port systems involve potential risks normally associated with the insertion of any implanted device or indwelling catheter including but not limited to: catheter malposition, migration, drug extravasation, inadequate anchoring, and catheter fragmentation. The bayonet locking mechanism for the lifeport and vortex lp implantable port: slide the bayonet locking mechanism over the end of the catheter. The suture tab in an upright position. Dry outlet tube(s) and proximal end of the catheter. Slide catheter tip approximately half way onto the port outlet tubes(s). Slide the bayonet locking mechanism and catheter onto outlet tubes until the suture tab contacts the port body. Turn lock 90 degrees until suture tab lies flush with the port base thereby locking the catheter into place. Note with proper assembly a short "doughnut" shaped section of catheter should be visible between the bayonet locking ring and the port body. The port stem must remain perpendicular to the port base. Improper assembly may result in catheter damage, leaking or possible disconnections. Prior practice is recommended to ensure dexterity in connecting the catheter to the port. General guidelines: each access of an angiodynamics port should be performed using aseptic technique. The needle should be advanced through the septum until it contacts the base of the port body. Once positioned in the septum, the needle should not be rocked or tilted. Such movement may cause septum damage. At no time should the system be left open to air. Tubing clamps should be used to prevent inadvertent air embolism. When infusing into an angiodynamics port system, do not exceed 40 psi. Do not use a syringe size smaller than 10 ml. Smaller syringes may create an overpressurized system. Bolus injection/continuous infusion: identify the port septum by palpating outer perimeter of the port. Observing aseptic technique, prepare injection site. Attach syringe with normal saline to tubing and anti-coring needle. Insert the anti-coring needle through the skin perpendicular to the port and advance slowly until contact with the base is made. Unclamp tubing and inject 3-5 ml of normal saline to flush port catheter. Clamp tubing. Note: if vascular access, needle placement should be confirmed by aspiration. Remove syringe from tubing and attach drug syringe. Unclamp tubing and inject drug slowly. For continuous infusion, connect infusion pump to extension tubing. Tighten all connections. Position and secure height adjustable wings of infusion set. Start infusion pump. Open tubing clamp. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4). Device not returned to date.

Event description:
As reported on december 29, 2016: port has a two part configuration. Report from radiologist suggests "extensive leakage from the device at the level of the junction of the port with the port catheter" oncologist and surgeon suspect potential malfunction at connection point. During the implantation of the port, it was reported that appropriate flows for withdrawal of blood from the catheter could not be obtained. Evaluation revealed the catheter to be residing at the confluence of the superior vena cava and azygous vein and when suction was applied the catheter was folding into the azygous vein. The surgeon took the patient back to the or where he shortened the silastic tube, confirmed functionality of the port and completed the procedure with a new of the same device. There was no report of patient harm or injury. It was reported defective device is available for return to the manufacturer for a device evaluation.